Event description:
It was reported to ventec by a third-party service agent that the device was providing low fio2 (fraction of inspired oxygen) readings and was unable to maintain peep (positive end expiratory pressure). There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by a different technician at the authorized service provider (asp) where the reported issues of being unable to maintain peep (positive end expiratory pressure) and providing low fio2 (fraction of inspired oxygen) readings was confirmed. The asp determined that the cause of the reported issue was incorrect assembly of the device, which created a leak resulting in the low fio2 and inability to maintain peep. The asp reassembled the device properly, which resolved the leak and the reported issues. No parts had to be replaced to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issue was operator error, due to the initial asp technician not properly assembling the device.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 section d4, model #, of the initial medwatch report stated: prt-01184-000 section d4, model #, of the initial medwatch report should have stated: v+c+s+n+pro, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).